Manufacturer narrative:
The customer complaint that the "wings were broken" is confirmed. An examination of the returned used device, item ckp-3500 found the driver assembly bent, the anchor has a broken wing and still attached from the shaft. The device trigger was pressed all in. A visual evaluation was performed per assembly print for the ckp-3500 and no issues were noted with the driver. This is a technique dependent device and the most likely cause of this issue is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is advised: to avoid lateral loading while inserting the poplok knotless suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Proper orientation and alignment of instruments is important during implantation of the poplok knotless suture anchor to minimize possible breakage of the anchor. Breakage of the poplok knotless suture anchor is possible if the bone punch is not inserted to the proper depth, the poplok knotless suture anchor is not properly aligned with the pilot hole, or the poplok knotless suture anchor inserter is used for prying. This product will continue to be monitored via returns and complaint system.

Event description:
The customer reported an issue with the 3.5mm poplok suture anchor, item # ckp-3500, lot # 988733 that occurred on (B)(6) 2019 during an arthroscopic shoulder rotator cuff repair involving a (B)(6) year old male. It was reported after making pilot hole using 3.5mm poplok punch and placing until the distal depth mark, the surgeon passed sutures through the poplok anchor using suture loading tab and inserted the anchor head into the pilot hole. When tensioning sutures, the wings were broken and the surgeon removed them from a patient's body. A complaint product is available for return without the broken pieces as the broken pieces were disposed of at a hospital. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed using another poplok with a reported 5- minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.